Event description:
The customer reported that the system's power supply would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was checked and the f3 fuse was replaced. The system was tested and found to be working as intended and put back into service.